Event description:
Pt had pci with angio seal closure device in 2008. Discharged home in the next day without discomfort. Pt returned same afternoon with severe pain/cool right leg. Taken to cath lab had thrombectomy, atherectomy, balloon angioplasty of common femoral artery. Successful revascularization of occluded femoral artery.